Event description:
On (B)(6)2010, a (B)(6) male was having a CT -computerized tomography- scan of the abdomen with and without contrast dye injection. The protocol used was for the biphasic liver. The one slice smart prep step and arterial phase appeared to run correctly for the protocol. During the final phase of the scan, the venous phase, the system indicated that the table was scanning incrementally. The technologist discovered that the table was not advancing but remaining stationary. This resulted in 169 superimposed scans and over-radiation of the pt at that specific location, but the pt received the total amount of radiation that was planned for the overall treatment. There were no immediate complications. The machine was sequestered and the manufacturer was notified. The cause of the malfunction is being investigated, but remains unk. The cause is speculated to be due to a software "glitch" related to previously documented errors involving communication between gantry and table control systems.